Event description:
I implanted breast implants, mcghan textured saline. I experienced hair loss, hormonal imbalance, infertility, pain in the chest, respiratory troubles, dry eyes, weight gain, anxiety, skin problems, skin rashes, capsular contracture, pain in joints, pain in muscles, and mobility troubles. I explanted in (B)(6) 2022 and since than some symptoms are improving. FDA safety report ID# (B)(4).